Event description:
It was reported that the patient presented in-clinic for a right atrial (ra) lead revision. It was noted that the ra lead exhibited noise oversensing resulting in pacing inhibition and inappropriate automatic mode switch. As a resolution the ra lead was capped and replaced on (B)(6) 2025. The patient condition was stable.